Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. Evaluation summary: note: the following info is considered to be confidential. A visual examination was performed on the returned product. Proximal end: no defects were found. Distal end: no defects were found on the fiber surface. The fiber was broken and separated 4.642 inches from the distal end. On the separated piece, the fiber was broken in two places, 0.330 inches from the distal tip and 0.329 inches from the distal tip, but the blue buffer was not separated. On the piece with the proximal connector, the fiber was broken 0.515 inches from the point of separation, but the blue buffer was not separated. Length of proximal end piece: 115 inches. Possible cause(s): fiber kinked or bent beyond maximum radius, contrary to instructions for use.

Event description:
It was reported that the tip separated and was retrieved from the pt. This info is documented as reported to trimedyne.